Event description:
It was reported that the surgeon was performing a phalanx open reduction internal fixation (orif) during which he implanted a plate and five screws. Upon final tightening of a screw, the screw head broke off. He attempted this again with another screw and the screw head broke off again in the plate. He contacted the sales consultant and was provided with a screw removal set. He attempted to remove the embedded screw with the reamer however he chose not to proceed to prevent further damage. The two shafts remain in the patient. There was a 30 minute surgical delay. There were no additional complications and the reduction was successful. This report is 1 of 3 for com-(B)(4).

Manufacturer narrative:
Additional narrative: product investigation evaluation: the complaint condition of a broken screw is confirmed. The design was found to be sufficient for its intended use when used as recommended. Although the root cause cannot be definitively determined, based on the returned condition, it is likely that the method of use resulted in the complaint condition. Two 1.3mm titanium cortex screws, self-tapping, 6mm (part number 400.686) were reported with the complaint category of ¿broken: intraoperatively,¿ and one unknown plate was reported with the complaint category of ¿device interaction: does not fit with other parts.¿ of the three reported parts, one screw was returned for further evaluation. The lot number and manufacture date are unknown for the returned screw. It was received with the distal threads missing. There is a horizontal break approximately 1.5mm from the top of the of the screw head. The cruciform drive shows wear corresponding to the direction of insertion. Thus, the complaint condition is confirmed, but cannot be replicated since the implant is already worn and broken. A review of the current design drawing was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. The returned condition is consistent with the result from excessive insertion torque, possibly caused by the screw impacting a particularly hard area of bone and/or the method of use. Over tightening against the plate or not drilling as recommended, incorrect drill bit and/or depth, could result in this condition. This implant is part of the modular hand system, 1.0/1.3mm module, and the 1.0mm drill bit, which is marked with a yellow band, is to be used prior to screw insertion. Thus, without additional information regarding the user technique and the conditions at the time of the break, the root cause cannot be definitively determined. The design is adequate for its intended use and did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed and no conclusion could be drawn because the complaint product was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.